Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was found to have a primary audible alarm in the ehl, but on power up the device did not prompt this alarm. The audio test was performed, and all the reading of the speaker levels were within the required specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended. H7 and h9 updated.